Manufacturer narrative:
Insulin pump alarmed button error and had no button response due to corroded keypad traces. Insulin pump received with cracked case at display corner, battery tube threads, reservoir tube lip and minor scratches on display window.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 448 mg/dl, which was treated with the insulin pump. The caller stated the possible cause of the error alarm could be possible moisture. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.